Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a sticky residue end of the tube. Cloudy, rough surface throughout. There was no patient involvement.